Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had moved lateral over time and the physician decided to perform a pocket revision. The device was nearing recommended replacement time (rrt). The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.